Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-nov-2022 to 12-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was inoperative due to a burned-out solenoid, causing it to be non-functional. Damage caused by excessive heat, electrical discharge. The field service engineer verified and replaced all the boards, including the open/close and position sensors. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had burned up solenoid causing drawer 5.1 not working. During device inspection, a field service engineer found that the solenoid was overheated which caused the plunger to not work as intended. Added that an excess current caused a few different failures for the drawer. The reported incident did not affect any other device or patients in the area. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer 5 on the main was dead due to burned up solenoid. A field service engineer replaced the defective board, position sensor and open/close sensor to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had burned up solenoid causing drawer 5.1 not working. During device inspection, a field service engineer found that the solenoid was overheated which caused the plunger to not work as intended. Added that an excess current caused a few different failures for the drawer. The reported incident did not affect any other device or patients in the area. There were no adverse events or injuries reported based on this incident.